Event description:
It was reported that the customer had a button error alarm. Customer states the insulin pump was also exposed to moisture. The blood glucose level at the time of the incident was 17 mmol/dl, customer treated using manual injection. Troubleshooting was performed and advise customer to revert to back up plan per her healthcare provider instruction. The insulin pump will be replaced. Customer's current blood glucose level is 6.3 mmol/dl. No further information was provided.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window.